Manufacturer narrative:
This product is currently in the possession of the hospital at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to infection. No additional adverse patient effects were reported.